Event description:
Pt presented with acute infection 3 years post operatively. The trunion was found disassociated from the humeral stem when the pt was being observed for the acute infection. A revision surgery was performed, a new trunion kit with a new head was placed successfully. Info on the type of infection was requested without success. This device is used for treatment.